Manufacturer narrative:
On 07/01/2024, the implantcast gmbh received the following report: "thread defective" the surgery was completed by using another impactor. No medical records were provided regarding the reported incident. The incident occurred during implantation. After a review of the manufacturing documents, a technical cause that could be traced back to manufacturing problems can be ruled out. The standard surgical techniques and the instructions for use have been checked in terms of content, no errors could be found. The incident can be regarded as a random failure of a component with regard to the impactor. A possible cause for the defective thread of the impactor could have been an unintentional user error, however it was not reported. This event was assigned to the error pattern "unsuitable threads" with the consequence "instrument failure".

Event description:
The following event was reported to implantcast gmbh: "thread defective".